Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer's allegation was confirmed. The device evaluation found that the air/water supply was clogged. The device evaluation also found the production label on the olympus scope cover plate was missing and needed to be replaced, leak from the instrument channel, the plastic distal end cover insulation cover needed to be replaced, the insertion tube insulation needed to be replaced, a cutting image at bottom left corner, a cut on the side of switch 1, leak at forceps passage, up/down and left/right angulations were low, loose play at control knobs, surface scratches on objective lens, crack on the light guide, wet detection sticker needed to be replaced, dry adhesive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The root cause of the foreign material remaining in the subject device was unable to be specified. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the colonovideoscope had a blocked air/water channel. The issue was found during reprocessing for a diagnostic procedure. There were no reports of patient harm.